Event description:
Report received of a non-delivery. The device was being used to infuse an unspecified antibiotic. The container size was 160ml, whihc included 4 doses of 40ml each. Twenty-four hours after the infusion was started, it was reported that the nurse found the bag full instead of empty as expected. No alarms were reported. The physician was notified. The pump, tubing set, and container bag were replaced, and therapy was resumed. There was no reported adverse pt effects and no medical interventions were required. The length of therapy was extended for one more day than initially intended. Reportedly, the pt was "fine". Though requested, no additional info was provided.